Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the control body corroded, the lg cable connector corroded, the operation channel leakage, and the segment loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.